Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported ((B)(6)) the patient experienced ineffective stimulation, as once they turned on a program, the stimulation would immediately turn back off. Diagnostics revealed 3 electrodes in 1 lead had high impedances. To address the issue, the physician explanted and replaced the patient's lead, and effective therapy was restored.